Manufacturer narrative:
Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is not still returned for evaluation.

Event description:
The manufacturer was notified of a mitroflow valve that was explanted after 4.7 years due to structural valve deterioration resulting from calcification. No patient clinical history or device model and serial number were provided.